Event description:
It was reported that the device was no longer providing adequate pain relief. No device malfunction was suspected. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.